Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two (2) balloons of an aviator plus 5×30 mm pta balloon dilatation catheter ruptured after delivery into the body during dilation, resulting in contrast media leakage. The operator was performing a carotid artery stent implantation procedure, and two balloons were used during the procedure, both of which ruptured after being delivered into the body. The device was inflated to 10 atm before the anomaly was noted, and the indeflator gauge indicated a loss of pressure after 2 seconds. There was no reported patient injury. There was no difficulty removing the balloon cover or sterile packaging, and the device maintained negative pressure during preparation. The device did not undergo an acute bend, was able to cross the lesion, and did not kink during the procedure. No anomalies were observed after the device reached the lesion, and it was removed easily and intact from the patient without resistance. A contrast-to-saline ratio of 1:1 was used, and the same indeflator functioned successfully with other devices. During inflation, contrast leakage was observed under fluoroscopy. No leakage was observed from the balloon, shaft, hub, or other segments. The devices were returned for evaluation.

Manufacturer narrative:
As reported, two (2) balloons of an aviator plus 5×30 mm pta balloon dilatation catheter ruptured after delivery into the body during dilation, resulting in contrast media leakage. The operator was performing a carotid artery stent implantation procedure, and two balloons were used during the procedure, both of which ruptured after being delivered into the body. The device was inflated to 10 atm before the anomaly was noted, and the indeflator gauge indicated a loss of pressure after two seconds. There was no reported patient injury. There was no difficulty removing the balloon cover or sterile packaging, and the device maintained negative pressure during preparation. The device did not undergo an acute bend, was able to cross the lesion, and did not kink during the procedure. No anomalies were observed after the device reached the lesion, and it was removed easily and intact from the patient without resistance. A contrast-to-saline ratio of 1:1 was used, and the same indeflator functioned successfully with other devices. During inflation, contrast leakage was observed under fluoroscopy. No leakage was observed from the shaft, hub, or other segments. The devices were returned for evaluation. 2026-20809-1 a non-sterile unit of ¿aviator plus .014 5.0x30 142cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to allow for product evaluation. A comprehensive visual inspection identified no external damage or anomalies. The balloon was returned in an uninflated state and without the original manufacturing pleating. No additional notable observations were identified. Functional testing was conducted using an inflator/deflator device connected to the inflation port. During the inflation test, positive pressure was applied with the intent to reach the rated burst pressure; however, the device was unable to maintain pressure due to a leak. Subsequent inspection using a vision system confirmed the presence of a rupture on the balloon surface, corresponding to the location of fluid leakage. The affected area exhibited a rupture with adjacent secondary scratch marks near the perimeter of the damaged region. This damage pattern is consistent with interaction with a sharp object or mechanical insult. Based on these findings, it is likely that the same external factor responsible for the observed surface scratches contributed to the rupture. The evidence suggests that the balloon material in the affected area was compromised by contact with a sharp object external to the device. The reported ¿burst at/below rbp" was observed on both balloons during device analysis. However, the exact causes could not be determined. During functional analysis, a leakage from the balloon material was confirmed due to a rupture on the surface of the balloons. Based on the information available it is likely vessel characteristics, procedural and/or handling factors may have contributed to the reported event as evidenced by the analyses performed. It appears the balloon material was damaged by an external factor, likely a calcified spicule. According to the instructions for use, although this is not intended as a mitigation, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the information available nor product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.